Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock and had a syncopal episode. Technical services (ts) was consulted, discussed that there are three stored inappropriate shocks that were delivered across three episodes starting back one year ago due to oversensing of myopotential noise. Ts noted that if patient passed out should further discussed with clinician to determine cause of syncope. Additionally, ts recommended possible reprogramming options and isometrics to recreate noise and select most applicable vector. Subsequently, this s-ICD system was reprogrammed to the primary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported.